Event description:
During a cryoablation case, the needle caused patient to twitch. The ithaw was turned off immediately and passive thaw was used for the remainder of the case. The lesion was treated and the doctor considered the treatment to be successful. The case was completed with no reported injury to the patient. The defective needle will be returned for manufacturer investigation.

Manufacturer narrative:
The needle with the reported electrical malfunction was returned to the manufacturer for investigation. The electrical properties of the needle were found outside of specifications, confirming the reported complaint. Needle disassembly identified the root cause of the malfunction as damage to insulation layer of the heater wire. The needle lot manufacturing records were reviewed, and 15 electrical malfunctions were recorded within the needle batch.

Event description:
This is a follow up MDR to document the investigation findings of the suspected defective needle with the reported complaint. No further follow up or investigation is anticipated.